Manufacturer narrative:
The reported failure of the printed circuit board assembly is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The reported failure of the internal battery to charge is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information that a trilogy evo ventilator was returned to the third-party service center for evaluation. There was no patient involvement, and no harm or injury reported. On evaluation, review of the device error log indicated record of error code e-47 indicating the internal li-ion battery is reporting a permanent failure. Replacement of the internal li-ion battery is required to address this issue. Device error code e-156 was also noted in the device error log indicating a ventilator inoperative condition of the therapy central processing unit (cpu) still running in boot monitor software. The system printed circuit board assembly (pca) replacement is required to address this issue. Additional findings not related to the malfunction/issue: the main housing, internal battery door, front panel button and warning label were damaged. The blower assembly, machine flow sensor, tubing system pca, tubing fio2, tubing blower chassis and tubing low flow oxygen were contaminated with dirt and dust. The filter cover was missing. Four-year preventative maintenance was completed on the device.